Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and manufacturers were noted in the article; however, a one to one correlation could not be made with unique serial numbers/manufacturers. The gender of the baseline characteristics is male and the baseline age is (B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. No further information is available. Referenced article: ¿external electrical cardioversion in patients with cardiac implantable electronic devices: is it safe and is immediate device interrogation necessary?¿ pace - pacing and clinical electrophysiology. 2018; 41(10):1336-1340. Doi:10.1111/pace.13467. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding external electrical cardioversion in patients with cardiac implantable electronic devices. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. The article indicated that there was a ¿small, but significant¿ decrease in right atrial (ra) and right ventricular (rv) impedances ¿immediately¿ after the electrical conversions. The author notes that at follow up the ra impedance recovered, but the rv impedance did not return to the value before the ecv. Of note, there were no complications or adverse events after the external ecvs, per the author. The status/location of the device is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.